Event description:
Same case as #2134265-2009-00135, 01136. It was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. The 85% stenosed, long lesion extended from the proximal to distal non-tortuous and non-calcified right coronary artery (rca). The lesion was predilated with a 2.0x15mm apex balloon. A 2.25x24mm taxus express 2 atom drug eluting stent was deployed at 10 atm's for 10 seconds in the distal rca. A 2.5x32mm taxus liberte' drug eluting stent was deployed at 10 atm's for 10 seconds in the mid rca and a 2.5x28mm taxus liberte' drug eluting stent was deployed at 10 atm's for 10 seconds in the proximal rca. The stents were placed in an overlapping fashion, and were post dilated. The stents were well positioned, and well apposed with no gaps between the stents. No dissection or perforation occurred during the procedure. Plavix was administered prior to the procedure and the pt received angiomax during the procedure. About 1 1/2 hours post procedure, the pt experienced chest pain and EKG changes. Stent thrombosis was confirmed. The thrombosis was treated with an apex balloon, with five inflations of 12 atm's for 10 seconds each. No further complications were reported. Pt status is satisfactory. It was the opinion of the physician there was no relationship between the stents and the occurrence of the thrombosis. He suspected it is related to plavix resistance.

Manufacturer narrative:
The complaint device was not returned for analysis. An analysis of the complaint device may have aided in root cause determination. A review of the manufacturing records was not possible because the batch number is unk. The root cause of this complaint is anticipated procedural complications as thrombosis is a known physiological effect of the procedure, and is noted within the dfu.